Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The rv lead was explanted. Additional information was obtained from the field representative indicating that the rv lead was destroyed during the laser removal. No additional adverse patient effects were reported.